Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
It was reported that during bone drilling using the bone profiler, the internal connection of the implant was damaged. Procedure was delayed. Bone profiler was discharged and implant remains implanted